Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that, following an intraocular lens (iol) implant procedure, optic of the iol found to be scratched. The surgery was performed and completed after replacing the product with another one. Additional information was received that, after insertion of the iol, a vertical white opacity was observed on the posterior surface of the iol. The iol was removed in three sections and a spare iol was inserted with the same injector and a different cartridge. The patient's postoperative course was good.

Manufacturer narrative:
Two used company cartridges were returned loose in an opened folded non company pouch inside a plastic bag. The customer indicated that it was unclear which cartridge was used for the original implant and which one for the replacement lens delivery. The samples were labeled sample one and sample two for the evaluation. Sample one: viscoelastic was dried in the cartridge. The tip has heavy stress lines. A wide aneurysm has formed along the right side of the tip. The posterior of the tip has a long thin aneurysm. The inner coating material was damaged, ripped and torn loose in the tip. The cartridge displayed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of inner coating applied during manufacturing. Sample two: viscoelastic was dried in the cartridge. The tip has heavy stress lines. Small aneurysms have formed at the tip exit on the posterior. The inner coating material was damaged, ripped and torn loose in the tip. The cartridge displayed evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of inner coating applied during manufacturing. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported complaint. Two used company cartridges were returned. The customer indicated that it was unclear which cartridge was used with the initial lens delivery. The cartridges displayed viscoelastic, stress lines, aneurysms and damaged, torn inner coating material in the tip area. These observations are suggestive that the lens was not in a proper position for advancement. The instructions for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. It is also unknown if a qualified viscoelastic was used. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. There were four other complaints in this lot. The manufacturer internal reference number is: (B)(4).